Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that e224 code was displayed on the monitor due to cable failure. E224 error is the error that occurs when abnormality occurs on the communication between endoscopes and processors (instruction manual of otv-s400 chapter 9 when abnormality occurs. 9.2 how to tell the abnormality and how to handle it). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing, error code e224 was displayed, confirming the reported problem of a faulty image. In addition, a sticky cable, a faded rear cover label, and a worn o-ring which caused an inability to rotate the focus ring, and a sticky cable were discovered. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that there was an image problem with the 4k camera head, and the ¿camera don¿t communicate¿. There were no reports of patient harm as the issue was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was obtained from the customer noting the "burry" image occurred during reprocessing. There was no delay to the next procedure, which was completed using a similar device. The malfunction did not affect the diagnostic or therapeutic outcome of the procedure. There was no medical intervention required as a result of the reported problem. There were no other devices connected to the subject device when the failure occurred. The type and name of the procedure was unknown.